Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a primary breast augmentation surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient experienced a spontaneous rupture to the left breast prosthesis, which was diagnosed by magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the suspect medical device was a 450cc mentor memorygel breast implant (catalog: 3504504bc). On (B)(6) 2021, the mentor analysis lab received the medical device for evaluation. On (B)(6) 2022, mentor became aware that the suspect medical device's lot number was 6917366. This allowed for a manufacturing record evaluation to be conducted prior to the product's release. As such, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device evaluation was completed on (B)(6) 2022, with the following conclusion: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).